Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The plug driver was not returned and no photos were provided from the customer. Without the returned product, the event is non-verifiable. A review of the manufacturing records did not identify any issues which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip deformation of the plug driver likely occurs when the driver is over torqued or when force is applied off axis.

Event description:
It was reported that during the procedure the tips of two plug drivers twisted. An alternate driver was used to complete the case. There were no reported patient impacts or surgical delays. This is report two of two.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00472.

Event description:
It was reported that during the procedure the tips of two plug drivers twisted. An alternate driver was used to complete the case. There were no reported patient impacts or surgical delays. This is report one of two.